Event description:
Within several months of having essure implanted, I developed itchy rash on my "feel" with occasional bulla, joint pain, abdominal and pelvic pain, and fatigue. I had a known allergy to nickel before insertion, but was told not to worry about it. My symptoms have nearly all resolved (some fatigue remains) since I had the essure removed (B)(6) 2014.